Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a laparoscopic procedure, the stapler did not fire. Also, the surgeon was unable to squeeze the handle. They used another device to resolve the issue in order to complete the case. There was no patient injury.